Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left vertebral artery. A 4.0mmx19mmx150cm stent balloon expandable was selected for treatment. During preparation, before using for the patient, the balloon was found to have been rupture already. The procedure was completed with a different device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left vertebral artery. A 4.0mmx19mmx150cm stent balloon expandable was selected for treatment. During preparation, before using for the patient, the balloon was found to have been rupture already. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is missing, and the balloon appears to have been inflated at least once. Functional testing was performed, and the device was able to be inflated to rated burst pressure and hold pressure. No other issues were identified with the device.